Manufacturer narrative:
Additional information: the commander delivery system (ds) was returned to edwards lifesciences for evaluation. Visual inspection revealed a kink on the proximal balloon shaft, however, this was likely due to the shipping of the device. No other visual abnormalities were observed. A leak from under the balloon shaft strain relief distal to the y-connector was confirmed during function testing. Dimensional analysis was performed on the balloon shaft outer diameter (od) distal to the break. All measurements met specification. During manufacturing, the ds undergoes multiple 100% inspections and verifications. In this case, the leakage was confirmed based on the observed break in the balloon shaft just distal to the y-connector. Although it is possible that the balloon shaft was bent, kinked or pulled during the procedure, causing the observed damage, it is also possible that a manufacturing related process may have also contributed to the break in the shaft. A definite root cause of the break in the balloon shaft cannot be confirmed at this time. A CAPA has been initiated to further investigate this issue and implement corrective actions. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device.

Manufacturer narrative:
Investigation is ongoing.

Event description:
It was reported that during the transfemoral tavr procedure, a leak was noted at the distal hub of the catheter just below the y balloon port and wire port. Per report, the valve and commander delivery system were prepped per IFU. The delivery system was advanced up around the aortic arch, however the operator had difficulty crossing the native valve. Multiple attempts to troubleshoot were made. The wire was repositioned and the valve was crossed. The pusher was then moved back and locked. Slow inflation started under rvp until the balloon expanded approximately 50 percent. The valve was seated in the annulus and the pacing was turned off. Negative pressure was pulled on atrion inflation device, then it was attempted to dilate the valve again, however, only the distal end of balloon was inflated. A leak was noted at the distal hub of the catheter just below the y balloon port and wire port. The atrion syringe was refilled, however once again no contrast went into balloon. A second delivery catheter was prepped, advanced into annulus and used to dilate the valve. The valve was deployed in an 80:20 aortic/ventricular position with no leaks noted. The patient remained stable throughout the procedure. . The patient was transferred to the ICU in stable condition.